Manufacturer narrative:
Name: (B)(6). Country: (B)(6). Street: (B)(6). City: (B)(6). State: (B)(6). Zip code: (B)(6). Zip four: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced hyperglycemia on (B)(6) 2026. The blood glucose level was 250mg/dl in second day of use, and it was treated with insulin pump.